Event description:
It was reported that this was an arteriotomy closure of a heavily calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the physician was having a hard time getting access as the vessel was very calcified. There was no time to harvest the prostyle suture as the physician was manipulating the device really hard and turning it to 180° and the device split in half. The device separated into two pieces leaving the black distal sheath portion inside the patient's femoral artery. Cut down surgery by a vascular surgeon in the room was performed and the separated prostyle distal sheath was removed from the patient anatomy; no portion of the device remained in the patient anatomy. The procedure was successful and hemostasis was achieved by surgical suturing. Reportedly, the patient recovered well and was sent home in stable condition. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device/packaging was not returned. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation was a result of procedure circumstances and therefore did not contribute to the reported difficulties with the device. Based on the information received, the investigation determined that the reported issue and sunsequent treatment appears to be related to operational context. Calcification of the access site inhibited insertion of the device forcing manipulation of the device beyond its yield point causing a separation of the sheath leading to the surgical procedure to remove it. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - excessive force.